Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+1.5/095 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. The cause of the event was due to the icl was too long for the eye, which may be related to the fact the patient was (B)(6). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5: the surgeon indicated the patient is doing fine now. The lens was explanted. H3: device evaluation: the lens was returned dry, in a vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).